Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair is being escalated to product event due to reason for the return. On follow up it was reported that there is no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was overheating and the maximum temperature was measured to be 119.84°f. The likely cause of failure could not be determined. It was also noted that deterioration of marking was observed, position of the engraved mark where connecting with attachment and collet depth is not good. B3: date of event notification: 14th aug 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.